Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was removed/broken on the plunger assembly. The device was in good condition with no appearance of any physical damaged. Motor rate error and no primary audible alarm background test error was found in event history log. The technician performed an occlusion test. The motor rate error was found during the occlusion test. The root cause of the reported issue was found to be a combination of worm coupling, leadscrew and clutch halves. The technician replaced worm coupling, leadscrew and clutch halves. Performed preventive maintenance and all functional testing.

Event description:
It was reported that the primary audible alarm post occurred. No patient injury was reported.